Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 600 mg/dl. The customer was treated with bolus. The troubleshooting was performed. The customer was advised the 2 high blood glucose rule. The customer does not have the tubing clamps, advised that we will send upr to run high pressure test tomorrow when customer call back.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.